Event description:
It was reported to philips that the device's battery needed replacement. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information supplied by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the battery is not working. The device use is out of clinical use at the time of the event, however, there was reportedly no patient harm. Multiple attempts to request information regarding the resolution of the reported problem yielded no response, and no information was made available. Based on the available information, there is insufficient data to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device as the customer did not respond to requests for additional information. Consequently, we have concluded that no further action is required at this time. If we receive additional information, the complaint file will be reopened.

Event description:
This report is based on information supplied by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the battery is not working. The device use is out of clinical use at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information supplied by a philips remote service engineer (rse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the battery is not working. The device use is unknown at the time of the event, however, there was reportedly no patient harm. Multiple attempts to request information regarding the resolution of the reported problem yielded no response, and no information was made available. Based on the available information, there is insufficient data to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. We are unable to confirm the final disposition of the device as the customer did not respond to requests for additional information. Consequently, we have concluded that no further action is required at this time. If we receive additional information, the complaint file will be reopened.